Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was pulled apart due to overstress and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant procedure, an attempt to place the lead in the coronary sinus targeted vein was made; however, the lead was not stationary and slipped back. The lead was removed and replaced. No patient complications have been reported as a result of this event.